Event description:
An ultrasound machine's lithium battery smoked and caught fire. There were no injuries. When we called ge to report it, they told us about the urgent medical device notification, but we had not received the notice.